Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
The become aware date (bad), event date, initiate date, and philips notified date have been updated from 01aug2024 to 30jul2024 in order to align with the information provided in the good faith effort (gfe) email reply.